Event description:
The repair request stated the motor heated up excessively. On follow up it was reported that the motor got hot but did not cause any injuries. Holes were burned through both sets of surgeons gloves and the motor had to be put down for a few seconds before finishing the drilling.